Event description:
Per the clinic, the patient experienced non auditory percepts and pain/sensation with and without device use, subsequently the device was explanted (B)(6), 2014.

Manufacturer narrative:
Correction: date of explant is (B)(6) 2014; not april 12, 2014 as previously reported. This report filed july 15, 2014.

Manufacturer narrative:
This report filed july 15, 2014.

Manufacturer narrative:
(B)(6). Device is not available for analysis.